Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. The company representative sent the customer a new footswitch. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating console had problems with laser not firing. Procedure details and patient impact were not reported. Additional information has been requested. Additional information received clarifying the event was occurred during a vitrectomy procedure where the ophthalmic operating console laser was turning off by itself and had issue in turning back on. Surgery was completed using the same console. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).